Event description:
It was reported that there was an alert for high impedance on the left ventricular (lv) lead. An x-ray confirmed that there was a lead connection issue as the lead was not inserted far enough into the header of the device. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant: 5076-52 lead, implanted: 2014-(B)(6); 694765 lead, implanted: 2014-(B)(6). (B)(4).